Event description:
It was reported that prior to starting a da vinci si surgical procedure, cuts in the sheath of the monopolar cautery instrument were noticed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the main tube insulation appears to have scratches and gouge marks. Evidence was not conclusive, but damage is likely caused by external contact on the main tube surface. The instrument has 12 uses remaining. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.